Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blender board and interface board need to be replaced to address the issue. As this unit is scheduled for early lease termination, the repair has been discontinued, and the unit will be disposed of after lease termination processing. The failed components - oxygen blender board and interface board - will be removed from the unit and returned to the u.s.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blender board and interface board need to be replaced to address the issue. As this unit is scheduled for early lease termination, the repair has been discontinued, and the unit will be disposed of after lease termination processing. The failed components - oxygen blender board and interface board - will be removed from the unit and returned to the u.s. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil could not confirm the complaint of ventilator service required, e349 of the ras¿ interface board as it passed pil bench testing.